Manufacturer narrative:
The initial MDR 2432235-2017-00348 was filed on june 16, 2017. Additional information (06/28/2017): the customer reran approximately 1000 ahcv patient samples due to the discordant result observed. The customer identified 8 discordant, (B)(6) results which were reported to the physician(s). The samples resulted (B)(6) upon repeat testing and were confirmed with ahcv-blot testing. The physician(s) have been informed. The customer did not provide specific patient data for the results described above.

Manufacturer narrative:
The initial MDR 2432235-2017-00348 was filed on june 16, 2017. Supplemental MDR 2432235-2017-00348 was filed on july 06, 2017. Additional information (07/21/2017): a siemens headquarter support center (hsc) specialist reviewed the event data. Hsc concluded that misalignment in the z-direction of the sample probe, means that the system is not appropriately dispensing sample into the cuvette. If the sample probe attempts to dispense too low, sample may be prevented from fully entering into the cuvette. Since ahcv is a direct assay, if too little sample is dispensed into the cuvette, this may result in a false-negative result. The misaligned of the sample probe could potentially cause of the ahcv false-negative results. The cause of the misalignment could not be determined.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse verified the sample probe alignment and adjusted it in the z-direction. The cause of the discordant result is unknown. Instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) immunoglobulin g (igg) antibodies to (B)(6) result was obtained on a patient samples on an advia centaur xpt instrument. The discordant results were reported to the physician(s). The customer noticed that the (B)(6) result did not match a (B)(6) result previously obtained for the patient. The sample was repeated, resulting (B)(6). The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant (B)(6) result.